Event description:
Upon further review, it was reported that the patient tends to have more pain in the arm. It was noted that the patient was ¿likely in overdischarge¿. It was reported that the patient was not getting any coupling bars.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a communication problem. It was also noted, the stimulator "may be flipped." It was noted, the stimulator was moving under the patient's right rib in the back three to four inches above their hip bone. It was also noted, the patient last recharged six months prior and he'd been trying for the last four to five months to recharge the implant but they kept getting a "communication screen." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).